Event description:
A report was received that the patient was experiencing discomfort due to ipg too closed to the surface of the skin and the location was uncomfortable. There was no skin breakage noted. The patient underwent an ipg replacement and relocation procedure.